Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as previously bleeding, raw, and itchy on back. There was no alleged device malfunction contributing to the rash. There is no indication that the patient received medical intervention. Outcome of the rash is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.